Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and sensor error. It was the second time he experienced a low blood glucose level of 39 mg/dl. The customer ate quite a bit of stuff to treat his low blood glucose level. The customer's blood glucose level could go from 200 mg/dl to 25 mg/dl in a matter of minutes. The device was not returned.